Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that during an unk amount of infusions being delivered by spectrum pump, blood is backing up in the IV sets. The customer is aware that this will occur if too much pressure is built up, however, they have expressed that this has not occurred in the past. No spectrum pumps have been identified and there was no pt injury reported.